Event description:
It was reported that the user experienced elevated glucose after a late meal, with blood glucose rising to 250 mg/dl during sleep, after which the ilet delivered corrections, followed by a morning low with a nadir of 73 mg/dl; the user self-treated the low using oral glucose tablets and dried cranberries, and also reported a high glucose event. Investigation included complaint handling with troubleshooting. Further investigation of this case revealed both high and low glucose events with cause unclear. Symptoms included feeling tired. Outcomes included no medical intervention, with glucose returning to a stable level. It was concluded that the event was attributable to user-experienced glycemic excursions without device malfunction, and that the ilet and oral glucose were used to manage the events. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.